Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product and the provided pictures identified burrs in all the holes and none of the five holes will accept the go size. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to a manufacturing deficiency as the thru holes were not 100% inspected as required per the inspection criteria in place at the time of manufacture. A CAPA has been initiated to address the issue with the anchor plug. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an oss compress surgery, the surgeon was unable to implant the anchor due to the pin holes being too for the drills. This event resulted in a 40-minute delay as the surgeon had to ream the femur again and find the correct size. Attempts have been made, and no further information has been provided.